Manufacturer narrative:
Seaspine was made aware of this event on 16 november 2021. Screws were not made available for examination. Also no images were provided for analysis. Surgical intervention recommended. Indications for use: the seaspine regatta lateral system is indicated for use as an adjunct to fusion in skeletally mature patients with degenerative disc disease (ddd, defined as back pain of discogenic origin, with degeneration of the disc confirmed by history and radiographic studies). It is intended for use at either one level or two contiguous levels in the lumbar spine, from l2 to s1, for the treatment of ddd with up to grade 1 spondylolisthesis at the involved level(s). The interior of the interbody spacer component may be packed with autogenous bone graft and/or allogeneic bone graft material composed of cancellous and/or corticocancellous bone. Patients must have undergone a regimen of at least six (6) months of non-operative treatment prior to being treated with the device. The seaspine regatta lateral system is intended for use with supplemental fixation. Surgical technique guide: supplemental fixation is required in conjunction with the regatta implant.

Event description:
On (B)(6) 2021, during a follow up visit to review CT results for a scan that was completed on (B)(6) 2021, scan showed posterior fusion in good position and no loosening of hardware. However, it was hard to determine if there was a solid fusion. Surgical intervention recommended.